Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device had shorting/low resistance in the ceramic capacitor.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri), however premature battery depletion is suspected. In addition, prior to the replacement procedure, measurements were taken and the readings were noted as "strange". The measurements were taken several times however the results remained the same. The physician noted that the device settings could be changed despite the fact that it was in eri. The device was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.